Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The radiopaque tip of the subject device was missing. The distal end of the guide sheath of the subject device was deformed and split. Also, on the guide sheath of the subject device, there was scratch by the curette of the guiding device. There were kinks at several positions on the insertion portion of the guide sheath. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. Based on the duplication test and similar cases in the past, it is known that the radiopaque tip was fallen into the patient because the joint portion of the guiding device was caught by the radiopaque tip when the guiding device with the bent distal end was inserted into the guide sheath around the radiopaque tip. The instruction manual of the subject device warns; do not withdraw the endo therapy from the guide sheath if resistance to withdrawal is encountered. Reduce the angulation of the endoscope and withdraw the endo therapy and the guide sheath together from the endoscope. When inserting the ultrasound probe or endotherapy into the guide sheath or the endoscope, hold it close to the biopsy valve and keep it as straight as possible relative to the biopsy valve. Otherwise, the insertion portion could be damaged.

Event description:
After an endobronchial ultrasonography with a guide sheath, it was reported that something like foreign substance was found in the patient¿s bronchus on the image of the x-ray. After that, the doctor judged that something like foreign substance was discharged out of the patient, since he could confirm that something like foreign substance did not come out on the x-ray. No patient injury was reported. On march 3, 2017, olympus medical systems corp. (Omsc) found that the radiopaque tip of the subject device was missing. There was a possibility that something like foreign substance was the radiopaque tip of the subject device.